Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent an endovascular procedure to reline a stent (brand unknown) that had thrombosed in the superficial femoral artery utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (gore® viabahn® device). During the procedure, the delivery system catheter advanced through a 6f cook introducer sheath over an unspecified brand .018"guidewire to the target treatment site. It was reported, tracking through the introducer sheath was unremarkable. During deployment, the deployment line was pulled but the endoprosthesis failed to release from the deployment mechanism as intended. Excess force was applied, however the endoprosthesis would not release. It was reported there was no distal expansion initiated from the attempted deployment, and the deployment line did not break. To mitigate any associated risk, the system catheter was withdrawn from the patient. It was reported intact. Additional gore® viabahn® devices were advanced and deployed successfully during the procedure. No patient harm was reported.

Manufacturer narrative:
H6 adverse event problem codes - updated based on investigation codes. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Product return evaluation: the condition of the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) as returned was consistent with the reported excessive force, deployment aborted. The engineers observed the deployment knob detached from the hub and loose deployment line, indicative of deployment by the user, and were unable to continue deployment via the knob. Deployment could not continue via traction at the endo. The reported deployment failure could not be established with the available information, including device evaluation.